Manufacturer narrative:
H.6 investigation summary material #: 365900 lot/batch #: 2228507 bd received 98 samples and 6 photos for investigation. The photos were reviewed and they indicated failure mode for deformed cap and defective marking was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of deformed cap and defective marking was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of deformed cap and defective marking. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tube cap was found deformed. The following information was provided by the initial reporter: according to the customer's report, the tube cap was found to be deformed before usage.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tube cap was found deformed. The following information was provided by the initial reporter: according to the customer's report, the tube cap was found to be deformed before usage.